Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the additional treatments appear to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other three proglide devices referenced are filed under separate medwatch MFR reference numbers.

Event description:
It was reported that suture placement with a proglide device was attempted in the right common femoral artery (rcfa) using the preclose technique prior to a transcatheter aortic valve replacement (tavr) procedure. The arteriotomy was 6fr. Reportedly, a cuff miss occurred in the rcfa. Two additional proglide devices were used for successful suture placement using the preclose technique. Two proglide sutures were successfully placed in the left common femoral artery (lcfa) using the preclose technique. The tavr procedure was completed and hemostasis was achieved in both the rcfa and lcfa using the pre-placed sutures from proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.